Event description:
Other product "glide" through the skin. The member's mark product does not. Patient feels that she has to punch through the skin.

Event description:
Other product "glide" through the skin. The member's mark product does not. Patient feels that she has to punch through the skin.